Manufacturer narrative:
At the time of the complaint intake, the doctor had already disposed of the guide. Therefore, the guide and the dislodged sleeves could not be examined for this investigation. Case profile and production records were reviewed. Production records show that the alleged discrepant sites were fabricated with implant direct standard sleeves from lot #08092019. The relevant inspection test plan was reviewed and showed no defects from the 200 samples that were tested per the established aql sampling plan. Production records also show that the guide passed its quality analysis, which includes a sleeve retention and handle-fit test, with no adjustments necessary. As such, the instances observed by the doctor's assistant in which there was difficulty removing the handle from the sleeve may have been due to the doctor's handle being out of specification. Additionally, applying excessive force while trying to remove the handle from the sleeve may have resulted in it becoming dislodged. However, anatomage does not manufacture handles for implant direct sleeves and thus, the doctor obtained them from another source. Since the guide was not returned to anatomage, the sleeves at the alleged discrepant sites could not be tested to verify conformity. However, review of the relevant lot showed no defects from the 200 samples that were tested per the established aql sampling plan, and the guide passed its quality analysis with no adjustments necessary. As such, the issue may have been due to the doctor's handles being out of specification.

Event description:
During the complaint intake, the doctor's assistant stated that after the first handle was placed at site #4, the doctor "gave it a small wiggle", and the sleeve popped out. He also stated that there was a more anterior site (later confirmed to be site #9), where the sleeve also became dislodged after removing the 2nd or 3rd handle. The doctor attempted to place the sleeve back in the guide, but it ended up falling out. We were then informed that no grafting had been performed. However, during a follow-up call with the assistant on 06/04/2021, we were informed that he now recalls that osteotomies had been performed at all sites (#4, 6, 8, 9, 11, and 13), but no implants were placed and all sites were grafted. He also stated that while none of the handles became stuck in the sleeves, there were some instances of the handle being difficult to remove from the sleeve. Additionally, while only two of the six sites had issues with sleeves becoming dislodged, the doctor aborted surgery for all sites, due to his preference of placing all implants at the same time. Given the information that we were provided during the complaint intake, the initial assessment was that this case does not qualify as an MDR. However, additional information provided during the follow-up call on 06/04/2021 has caused us to assess that this case does in fact qualify as an MDR.